Event description:
It was reported to resmed that an astral device intermittently displayed a battery communications lost error message. There was no harm or serious injury reported as result of the event.

Manufacturer narrative:
The device was returned to resmed. Review of the device event logs confirmed the reported complaint. However, performance testing did not replicate the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(6).

Event description:
It was reported to resmed that an astral device intermittently displayed a battery communications lost error message. There was no harm or serious injury reported as result of the event.